Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported two nighttime low blood glucose (bg) events, corrected with orange juice. The ilet delivered corrections after a sensor jump, and overtreatment caused bg to rise to ~200 mg/dl before dropping again. A fingerstick read 83 mg/dl while the sensor read in the 60s mg/dl. The agent reviewed proper low bg treatment protocol, and the user understood. The user's lowest blood glucose (bg) recorded was 67 mg/dl. Bg was corrected with juice. No symptoms were reported during the event. No prolonged out-of-range period, outside assistance, or medical intervention was required or reported at the time of call.